Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) verified the error in the event log upon arrival. Fss inspected unit and replaced the system hard drive. During the inspection of the unit, fss found that the network adapter printed circuit board (pcb) was not fully seated. Fss reseated network adapter pcb and performed the field service checklist, which the unit passed all functional tests and it was found to meet all amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported safe state error, error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.